Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 75% stenosed, de novo lesion in the distal right coronary artery (drca). A 3x15mm traveler balloon dilatation catheter (bdc) was advanced to the lesion and inflated one time, to 8 atmospheres (atm) for 10 seconds, and ruptured. The device was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.